Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to report a bravo capsule that detached before the procedure ended. A repeat procedure will be necessary due to the alleged malfunction. The capsule and equipment will not be returning for evaluation. The last known patient status is stable.